Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. A brk needle/stylet assembly was also received. Resistance was noted near the distal end of the dilator when the brk needle/stylet assembly was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the event is consistent with altering the shape of the needle. Brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿

Event description:
This report is to advise of an event of skiving observed during analysis confirming the reported insertion difficulty.